Event description:
Ous MDR - after an implantation time of about 53 months, oversensing with artifacts was reported. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was only available in fragments. Only the proximal part of the lead was returned for analysis. The morphology of the cut surface indicates that the lead was probably cut in the context of the explantation. The returned product was examined visually and electrically. Aside from the existing separation of the lead, no defects or fraying were found on the insulation. There were also no anomalies during the measurement of the direct-current resistances of the electrical conductors.